Event description:
It was reported that after insertion of the catheter, the pt's blood pressure dropped and red edema appeared on the body. The pt was on artificial ventilation at the time. The catheter was left in place for four days prior to removal. There were no pt complications.